Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the 8-way sock assy was corroded. Further, the switch - mains on/off was corroded. The power switch and connector were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the 8-way sock assy and switch - mains on/off are responsible for the corrosion on connector and power switch. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in belgium that during service and maintenance on an unknown date, it was determined that the vapr vue generator device failed the electrical safety test. During in-house engineering evaluation, it was determined that the 8-way sock assembly and the on/off main switch were corroded. There was no procedure involved. No additional information was provided.